Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements but was not transmitted during the wear period. The gateway debug log was not available; therefore, the reason for the arrhythmia not transmitting could not be determined. The healthcare provider (hcp) was immediately notified of the patient's arrhythmia, but it was unclear whether the patient would receive treatment. Despite several attempts to gather more information, no additional details were obtained. No adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
The zio at patch was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio at device for 4 days of the 14-day prescribed wear period. The investigation found that on day 3, irhythm had not yet received the initial transmission report and had not followed up with the patient. During troubleshooting, the patient saw a flashing green light indicating that the gateway had been activated and was connected. Irhythm became aware of the arrhythmia while preparing the final report and notified the hcp on day 13. The reason that the device was not transmitting could not be fully investigated since the gateway debug log was not available. However, it is suspected to be associated with the user not activating the device. The at device manual provides a user warning that states ¿your patch and gateway are designed to be discrete. Once they are activated during the application process, neither the patch nor the gateway will display lights when functioning as designed. Refer to troubleshooting on pages 19 through 21 for a description of the flashing lights and required action.¿ this event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.